Event description:
One of the physicians reported missing his target by 1cm. The physician feels that the MRI or the stereotactic system might be responsible for the errror. The MRI has been checked for spatial distortion and was found to be within specification, although some minor spatial distortion was found in the superior end of the head coil. There do not appear to be any physical problems, or any image transfer problems that would cause the system to be unstable.